Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white screen. The repair center was able to duplicate the issue and the following parts were replaced and issue resolved: 9000023485 mu-631 lcd sn (B)(6) or later. 904969c int sd card, mu-651 / 671. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 concomitant medical device.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was only displaying a white screen. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from bsm-6301a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6301a to mu-631ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was only displaying a white screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was only displaying a white screen. No patient harm was reported. Investigation summary: the reported device was sent in for an exchange and evaluation. Nihon kohden (nk) received the device on 10/09/2023. Nk repair center (rc) evaluated the device on 10/16/2023 and duplicated the complaint. No physical damage or fluid intrusion was observed. The unit was returned without an sd card. The lcd and sd card were replaced to repair the device. Since no physical damage or fluid intrusion was observed, possible causes may be hardware component failure due to electrical damage from outages or power surges, or wear-and-tear which depends on device age and frequency of use. Review of the complaint device's serial number does not show a recurrence or other complaints since the device was repaired. Review of the customer's complaint history did not show any trend for this issue and device. Nk will continue to monitor and trend similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6 b6 - b7 d10 attempt #1 09/21/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/26/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/13/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative